Manufacturer narrative:
For the one pending event, the investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
For 1 of the events, neither a general instrument or reagent issue were identified. The investigation did not identify a product problem. The cause of the event could not be determined. The follow up actions were after replacing the reagent pack, the customer had no further issues. For 1 of the events, the investigation determined the event was due to bubbles in the procell/clean cell cups and was resolved by the service action. The follow up actions were the field service engineer (fse) found that the sipper cleaning station was clogged causing bubbles in the procell/cleancell cups. The fse cleaned the sipper cleaning station. For 1 of the events, the investigation is ongoing. The follow up actions were the field service representative identified a broken nozzle and replaced it. Liquid level detection was checked and the customer had no further issues. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>3</noe> malfunction events. Erroneous non-reproducible results were generated by the cobas 6000 e601 module. The events involved a total of 9 patients with the following: 2-elecsys ft4 iii, 1-pth, 5-elecsys c-peptide, 1- ferritin. The known patient's age was 54 years. The other patients' ages were requested, but were not provided. The patients' weights were requested, but were not provided. There was known to be 1 male. The other patients' genders were requested, but were not provided. The patients' races were requested, but were not provided. The patients' ethnicities were requested, but were not provided.